Event description:
The customer reported that the system would not complete boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc coin battery was evaluated and replaced and the cmos settings were reset. The system was tested and found to be working as intended and returned to service.